Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11corrected fields: d1, g1(contact person)

Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue order the battery and returned at a later date to install it. A full pm was performed and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation the initial reporter named in is a getinge designee. (B)(6).

Event description:
It was reported during preventative maintenance (pm) performed by getinge field service engineer (fse) that the cs300 intra-aortic balloon pump (iabp) batteries would not meet the run-time specification. There was no patient involvement; thus, no adverse event was reported.